Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber adhesive was chipped. It was noted that the device was cleaned and sterilized prior to being returned to olympus. The customer did not know what the foreign material was and there was no delay in start of precleaning. There were no issues noted with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope air/water nozzle was blocked by a foreign body. The issue was found under magnification during maintenance. Inspection and testing of the returned device found that the air/water nozzle was blocked by a foreign body. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.